Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the instructions for use, under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a cuff miss was unable to be confirmed because the analysis revealed that the device was returned in the pre-deployed position. Also, analysis suggested that unsuccessful arterial blood marking might have occurred during the device introduction and the probable cause was determined to be related to the operational context during use and not a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that the physician was not trained in the use of the proglide device and per the instructions for use (IFU) which states: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary intervention (pci) procedure. Reportedly, when the plunger was retracted a cuff miss had occurred. Link and suture were not attached with the needles. The vessel was re-wired using a 0.035" guide wire and the proglide device was removed. A second proglide device was used with the same results. Hemostasis was achieved using manual arterial compression for an hour. There were no reported adverse patient sequelae. No reported clinically significant delay in the procedure. The physician is reported to be not trained in the use of the proglide device. No additional information was provided.